Event description:
It was reported that during the implant attempt the helix would not extend. It was also reported that the physician tried to extend the screw outside the patient with about 30 rotations and was not successful. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched.